Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: p elite ous mr 24 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the distal struts to the 4th proximal row of struts lifted from the crimped profile. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-feb-2021. It was reported that crossing difficulties were encountered. The more than 80% stenosed, concentric target lesion was located in the moderately calcified right coronary artery. A 24 x 3.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's stats was stable. However, returned device analysis revealed stent damage.